Manufacturer narrative:
Further analysis by the manufacturer revealed that if the double iris diaphragm fails, the entire performance of the depth of field should not be lost. The displayed image can only become extremely dark with insufficient lighting or unfavorable physiology of the eye. This can be corrected by adjusting the illuminance, selecting a lower magnification or refocusing. Therefore, the capsule ruptures described must necessarily be linked to the malfunction of the double iris diaphragm. The capsule rupture can also be due to pathological reasons or handling errors. Information on the case suggest a user error because: an instrument was used despite restricted vision. Reported conditions such as blur could have been corrected by adjusting the illumination, choosing a lower magnification or refocusing. The IFU clearly states not to use the instrument in case errors occur that cannot be fixed.

Event description:
A customer reported capsule rupture of a patient during cataract surgery due to dark and blurred view with a lack of depth of field through the eyepieces. As a result of the event, a sulcus-fixed hcl had to be inserted because of the posterior capsule defect and an anterior vitrectomy had to be performed.